Event description:
The actual device was returned to philips bench where the technician found the mx40 telemetry device had no audio due to a speaker malfunction. Audio failures of the keyrin speaker are a known issue and have been previously addressed in CAPA 1159263. A warning on page 41 of the intellivue mx40 instructions for use (IFU) states, ¿do not rely exclusively on the audible alarm system for patient monitoring. Adjustment of alarm volume to a low level or off during patient monitoring may result in patient danger. Remember that the most reliable method of patient monitoring combines close personal surveillance with correct operation of monitoring equipment.¿ audio failures of the keyrin speaker are a known issue and have been addressed in CAPA 1159263. At the repair bench, the speaker was replaced. Additional parts were replaced/updated as part of the refurbishment process per procedure a-865350-90127 and a-965350-90063. There was no actual malfunction of these parts. The device was returned to the customer.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the telemetry device has a speaker malfunction. The device was in use on a patient. There was no report of patient or user harm.